Event description:
It was reported that following an implant procedure, the patient's right ventricular lead was unable to deliver shock during dft testing. After 4 attempts, the lead was able to deliver the shock intended. It was alleged that there was an insulation breach on the lead. Surgical intervention was planned. No adverse patient consequences were reported.